Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 635 (mg/dl) and diabetic ketoacidosis (dka). Customer increased their basal insulin rate and administered boluses to treat bg levels; however, customer was later hospitalized for the flu, gastroparesis, elevated bg levels, and dka. While in the hospital, customer was treated with intravenous insulin and fluids. Customer was released from the hospital on (B)(6) 2016.